Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The high thresholds required higher than reasonable device outputs which resulted in early battery depletion. The device was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.